Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Event description:
It was reported that a helical blade may have caught on a guide wire during pre-operative testing of hospital stock. The reporter could not confirm whether or not the blade was actually tested and returned the blade for evaluation due to safety concerns. There was no patient involvement. This complaint is for one, 11.0mm ti helical blade 95mm. This report is 1 of 1 for complaint (B)(4).